Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink basic solution set leaked during an unspecified patient infusion. The leak occurred at the connection (junction) between the basic solution set and the patient¿s catheter. The customer reported that per visual inspection, there was no visible disconnection (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.